Event description:
Pa catheter placed on 4/26/96. On 4/27/96, catheter was noted to be wedged. Pa readings 35/15, bp 160/60. Pt developed hemoptysis, eventually cleared over the next several days. Pt was discharged on 5/6/96. Pa catheter was not replaced, intraaortic balloon pump was removed the next day.